Event description:
It was reported that an ECG revealed no pacing spikes. The patient's intrinsic rhythm was 50 bpm. The device could not be interrogated. There was no change with magnet application. The physician reported that the patient lived in close proximity to a high voltage distribution line. The patient's condition was good after the event.